Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the investigation, the complaint is not confirmed since the device does not show evidence of the reported event. Error logs were reviewed, and none of the errors were identified to be significant, nor did they indicate equipment malfunction within procedures in which it was used. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
An 88-year-old female with severe anemia secondary to hematuria caused by a bladder tumor underwent a transurethral resection procedure using an olympus esg-400 electrosurgical generator. Following cystoscopic examination and identification of the bladder tumors, tumor resection and fulguration were initiated. Approximately halfway through the procedure, while activating the cutting function, a loud sound described as ¿a balloon popping¿ was heard from within the bladder. The procedure was interrupted, and the generator, resectoscope, cables, bladder, and connections were inspected; however, no abnormalities, alarms, error messages, or image anomalies were identified. The procedure was resumed, after which a bladder perforation was identified at the resection site. A urinary catheter was inserted, and the procedure was completed without using another device. The physician alleged the esg-400 may have generated excessive energy and excessive gas, contributing to the bladder perforation, and also reported that other devices connected to the subject device may have contributed to the event. Following the procedure, the patient developed severe bronchospasm during recovery, was transferred to the intensive care unit, and died approximately 36 hours later. The physician initially attributed the death to the patient¿s critical pre-existing condition, advanced age, severe anemia, hematuria secondary to bladder cancer, and the high-risk nature of the procedure; however, during follow-up, the physician stated the death resulted from ¿the combination of all these events".